Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on an unknown date during the week of (B)(6) 2014. According to the complainant, during the procedure, the physician successfully deployed the first three bands on the varix. However, the fourth and fifth band failed to deploy. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) for the reported event of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.